Event description:
Pt was diagnosed with discogenic pain at l4-l5/l5-s1 and lumbar disc herniation. In 03 pt underwent lumbar interbody fusion with synthes click'x pedicle screw fixation. One rod was discovered backing out in 03 and in 02/04 there was a dissociation of the rod. During removal surgery in 04, both rods were found to have separated from the screws at l4.